Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal complaint received: essure start date (B)(6) 2006 added, hence essure company drug code was updated and indication female sterilization was added. Event personal injuries was replaced with pelvic pain and menstrual disorder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, hypothyroidism, metrorrhagia and nitrite urine present. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 8 years 7 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed on 9-jan-2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure insert was applied on both fallopian tubes with no problems. As per pfs received, plaintiff did not undergo any essure confirmation test (discrepancy per previously reported as confirmation test is performed. ) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded on (B)(6) 2015 surgical ¿hs specimen source revealed, a. Right fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. B. Left fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. C. Uterus and cervix, hysterectomy adenomyosis. Proliferative endometrium. Chronic cystic cervicitis with squamous metaplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, menstrual irregularities most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric condition: depression and mental anguish were added. Concomitant disease. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6)2015 surgical ¿hs specimen source revealed, a. Right fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. B. Left fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. C. Uterus and cervix, hysterectomy adenomyosis. Proliferative endometrium. Chronic cystic cervicitis with squamous metaplasia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia, hypothyroidism, metrorrhagia, nitrite urine present and asthma. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), nsaids and paracetamol (acetaminophen). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia\menorrhagia (heavy menstrual bleeding)"), 1 month 12 days after insertion of essure (ess205). In (B)(6)2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), fatigue ("fatigue"), alopecia ("hair loss") and ovarian cyst ("other (cyst on both ovaries)"). The patient was treated with salbutamol and surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, blood disorder and cardiac disorder had resolved and the menstrual disorder, depression, anxiety, abdominal pain, dysmenorrhoea, fatigue, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, blood disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure insert was applied on both fallopian tubes with no problems. As per pfs received, plaintiff did not undergo any essure confirmation test (discrepancy per previously reported as confirmation test is performed. ) plaintiff received treatment for pain-dysmenorrhea (cramping), pelvic/abdominal pain bleeding-blood/heart disorder, menorrhagia (heavy menstrual bleeding) & fatigue, hair loss, other (cyst on both ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, menstrual irregularities. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: lawyer was added. New events- dysmenorrhea, abdominal pain, blood/heart disorder, fatigue, hair loss,cyst on both ovaries, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and immune thrombocytopenic purpura ('blood or heart disorder/condition type: itp') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia, hypothyroidism, metrorrhagia, nitrite urine present and asthma. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia\menorrhagia (heavy menstrual bleeding)"), 1 month 12 days after insertion of essure (ess205). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced immune thrombocytopenic purpura (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstrual issues"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other (cyst on both ovaries)") and nausea ("nausea"). The patient was treated with salbutamol and surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, immune thrombocytopenic purpura, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, dysmenorrhoea, menstrual disorder, depression, anxiety, fatigue, alopecia, ovarian cyst and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, immune thrombocytopenic purpura, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure insert was applied on both fallopian tubes with no problems. As per pfs received, plaintiff did not undergo any essure confirmation test (discrepancy per previously reported as confirmation test is performed. ) plaintiff received treatment for pain-dysmenorrhea (cramping), pelvic/abdominal pain bleeding-blood/heart disorder, menorrhagia (heavy menstrual bleeding) & fatigue, hair loss, other (cyst on both ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: results: essure device was successfully occluded. Pathology test: on (B)(6) 2015: surgical: hs specimen source revealed, a. Right fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. B. Left fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. C. Uterus and cervix, hysterectomy adenomyosis. Proliferative endometrium. Chronic cystic cervicitis with squamous metaplasia.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, menstrual irregularities most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received : previously reported event "blood/heart disorder" was updated to itp. Following event was added : nausea. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia, hypothyroidism, metrorrhagia, nitrite urine present and asthma. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia\menorrhagia (heavy menstrual bleeding)"), 1 month 12 days after insertion of essure (ess205). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced immune thrombocytopenic purpura ("blood or heart disorder/condition type: itp"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstrual issues"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other (cyst on both ovaries)") and nausea ("nausea"). The patient was treated with salbutamol and surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, immune thrombocytopenic purpura, vaginal hemorrhage and menorrhagia had resolved, the abdominal pain had not resolved and the dysmenorrhoea, menstrual disorder, depression, anxiety, fatigue, alopecia, ovarian cyst and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, immune thrombocytopenic purpura, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain and vaginal hemorrhage to be related to essure (ess205). The reporter commented: the essure insert was applied on both fallopian tubes with no problems. As per pfs received, plaintiff did not undergo any essure confirmation test (discrepancy per previously reported as confirmation test is performed. ) plaintiff received treatment for pain-dysmenorrhea (cramping), pelvic/abdominal pain bleeding-blood/heart disorder, menorrhagia (heavy menstrual bleeding) & fatigue, hair loss, other (cyst on both ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pathology test - on (B)(6) 2015: surgical ¿hs specimen source revealed, a. Right fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. B. Left fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. C. Uterus and cervix, hysterectomy adenomyosis.proliferative endometrium.chronic cystic cervicitis with squamous metaplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, menstrual irregularities. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet receive. Outcome of event abdominal pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia, hypothyroidism, metrorrhagia, nitrite urine present and asthma. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia\menorrhagia (heavy menstrual bleeding)"), 1 month 12 days after insertion of essure (ess205). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced immune thrombocytopenic purpura ("blood or heart disorder/condition type: itp"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("menstrual issues"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other (cyst on both ovaries)") and nausea ("nausea"). The patient was treated with salbutamol and surgery (total abdominal hysterectomy with bilat salpingectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, immune thrombocytopenic purpura, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain had not resolved and the dysmenorrhoea, menstrual disorder, depression, anxiety, fatigue, alopecia, ovarian cyst and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, immune thrombocytopenic purpura, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure insert was applied on both fallopian tubes with no problems. As per pfs received, plaintiff did not undergo any essure confirmation test (discrepancy per previously reported as confirmation test is performed. ) plaintiff received treatment for pain-dysmenorrhea (cramping), pelvic/abdominal pain bleeding-blood/heart disorder, menorrhagia (heavy menstrual bleeding) & fatigue, hair loss, other (cyst on both ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Pathology test - on (B)(6) 2015: surgical ¿hs specimen source revealed, a. Right fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. B. Left fallopian tube, segmental resection: complete transection of histologically unremarkable fallopian tube. C. Uterus and cervix, hysterectomy adenomyosis.proliferative endometrium.chronic cystic cervicitis with squamous metaplasia.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, menstrual irregularities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.